Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned and no other evidence was shared for evaluation. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is received or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "gold 2.5 drill bit broke within patella during use by surgeon. Attempt was made to retrieve broken drill bit. Drill bit could not be retrieved without causing damage to patella. Drill bit remains embedded in patella. Surgeon will provide disclosure to patient."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "gold 2.5 drill bit broke within patella during use by surgeon. Attempt was made to retrieve broken drill bit. Drill bit could not be retrieved without causing damage to patella. Drill bit remains embedded in patella. Surgeon will provide disclosure to patient."